Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (242 mg/dl). Customer delivered a correction bolus via the pump to treat elevated levels. System check performed with tandem technical support confirmed insulin was exiting the tubing. Contact reported an extended bolus requested earlier in the day appeared to be active although the requested timeframe had elapsed. Contact did not believe that this issue had impacted the customer's bg levels. Tandem technical support explained that the bolus was not continuing and the pump had delivered the accurate dosage during the requested timeframe.